Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-08104. It was reported the pt was experiencing a burning sensation at the ipg (implantable pulse generator) site unrelated to charging. The pt was advised to keep the system turned off to evaluate, and it was reported the burning sensation went away. It was also indicated the burning occurred randomly which lasted 10-30 minutes at a time. In addition, it was reported the pt was having only 20% pain relief although the stimulation was covering her pain areas. Reprogramming attempted was unsuccessful. The pt had a f/u appointment scheduled at a future date.